Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. Customer sated insulin pump was slower to rewind also when they changed her batteries she gets an a1 code and she do the setting again each time battery was changed. The device will be returned for analysis.